Event description:
It was reported that during a lead revision, the pulse generator exhibited a diagnostics anomaly following exposure to electrocautery. The physician elected to explant and replace the device.